Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was not able to charge their newly implanted ins due to bad coupling. The patient's ins became depleted roughly 1 week after implant and their stimulation stopped. The patient developed a rebound of parkinsonian symptoms due to lack of stimulation and was hospitalized. It was not possible to charge the patient's ins and restart stimulation. Impedance measurements were taken to rule out battery drain issues, and different rechargers were used to rule out a recharger malfunction. It was confirmed that the patient's ins implant depth exceeded the maximum prescribed depth of 10mm and was implanted under the muscle. A re-operation was performed to reposition the ins at the proper depth and the issue was resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information received.